Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 4- month- old female patient, the device's screen turned completely white, was illegible and restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during the review of device data logs. The device logs were found to be corrupted. The device was put through extensive testing including bench handling and functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The device software was reloaded as a precaution. The device was recertified and returned to the customer. The log review concluded that the device worked as designed and configured, and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.